Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. As a precaution, the image intensifier power supply was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had an intermittent loss of live video. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report od injury or death associated with the event described in this complaint.